Event description:
It was reported by the customer that when the medical assistant pushed the air bubbles out of the lidocaine before numbing, the needle came loose from the hub and fell out. No information was received regarding any serious injury as a result of this product issue.